Event description:
Additional information received states that it was confirmed that there were no broken pieces in the patient's body.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned, however photos were provided for review. A breakage condition cannot be seen, however a cracked is seen in the attached photo, the cracked condition is seen in the front of the device depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor broke. The surgery was completed successfully without any surgical delay. No further information is available.